Manufacturer narrative:
Follow-up #1: date of submission 05/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/05/2017 with the following findings: a review of the black box showed one unexplained power on reset, and one power on reset after consecutive call service 54/052/012. The battery compartment was cracked from the threads to the case sesal on the side. The returned battery cap was able to fit. Moisture corrosion was found on the display screen inside the pump. A leak test failed due to a leak in the battery compartment. The pump powered up correctly and the rewind, load, and prime steps were performed correctly. The pump alarms with a call service 088 alarm during the 24 hour duration test. The pump cover was removed to find further moisture corrosion to the continuous glucose monitoring module and power printed circuit board. The power complaint was unable to be adequately investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.